Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Visual examination of the returned instrument confirms the reported fracture. Evaluation by a depuy material scientist did not identify manufacturing or material error. Per that evaluation it appears that the 4.5 mm drill bit fractured as a result of mechanical overstress resulting from torsional loading. Based on the investigation, the need for corrective action is not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Surgeon was drilling out cement plug when tip broke off into the cement. Cement plug was extracted and broken piece was recovered. This caused a 45-minute surgical delay.